Event description:
The field service technician reported that the device ran warm during testing at a routine maintenance visit. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The field service technician reported that the device ran warm during testing at a routine maintenance visit. There were no adverse consequences related to this event.